Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blanks out for long periods of time. Customer¿s blood glucose level was 238 mg/dl and 174 mg/dl. Customer was treated with syringes. Customer also reported that the insulin pump had battery out of limit alarm and failed battery alarm. Troubleshooting was declined for blank display, battery out limit alarm and failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted.(B)(4).